Event description:
The customer observed imprecise/abberant alinity I stat high sensitive troponin-I results generated for a patient sample. The following data was provided: (B)(6) 2024 sample ID (B)(6) initial result = <2.7, repeat = 400. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house accuracy testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends for the complaint lot/issue. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 58191ud00 which contains the same bulk material as lot 58194ud00. All specifications were met indicating that the lots are performing acceptably. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 58194ud00 was identified.

Event description:
The customer observed imprecise/abberant alinity I stat high sensitive troponin-I results generated for a patient sample. The following data was provided: 29feb2024 sample ID (B)(6) initial result = <2.7, repeat = 400 no impact to patient management was reported.